Event description:
A caller reported an issue where the insulin gauge on the pump displayed a different amount than expected, specifically showing a fill estimate of 16 units. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to complete the load process and resume insulin delivery, and no further assistance was required.